Event description:
It was reported to tyco/healthcare/kendall in 2002 that a pneumatic compression controller caught fire at the outlet. It was also noted that the cord had a split in it. It is unclear if split was seen prior to use. No patient injury.